Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side seroma and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent revision augmentation with mentor gel implants on (B)(6) 2016 developed increased swelling of the left post workout. Us showed fluid around the implant (seroma), possible discontinuous shell of the implant (implant rupture) and the patient was noted to have baker grade IV capsular contracture. The patient underwent evacuation of the seroma along with complete capsulectomy and implant replacement on (B)(6) 2019. The left implanted was noted to be intact upon explantation. The capsule and seroma fluid were pathologically tested and both returned negative for malignancy. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On 7/17/2019, the mentor failure analysis lab received the device for evaluation. On 7/29/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Manufacturer¿s reference number: (B)(4).